Manufacturer narrative:
The reported product is not expected to be returned, as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes. And procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings, due to the device's meter has an unknown or unspecified battery, no power issue. As a result, the customer experienced dizziness and was rushed to the emergency room. The customer got a blood glucose laboratory result of 49.mg/ dl. And stayed in the emergency room half day. The customer was unable to provide if any treatment was undertaken. There was no report of death or permanent impairment.